Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.